Manufacturer narrative:
Technician found that the side rail was not clicking back into place on left hand side. Applied lubrication to the area to resolve this issue.

Event description:
Information received indicated that the side rail was not clicking back into place on left hand side.